Manufacturer narrative:
The investigation for the console (aic) battery failure (red alarm). Data logs were reviewed which showed that the battery failure issue was confirmed. There were numerous battery failure alarms (transport connection blown/missing) (event set #360) observed in the logs from the reported occurrence date. Console was returned for evaluation. The battery failure issue was able to be reproduced. Results of running the batttest utility revealed that cells in both batteries had voltages of less than 2.3mv. This battery failure issue was determined to be caused by depleted batteries. These depleted batteries could not be charged back up because they were locked out due to low cell voltage (less than 2.3v).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller (aic) had a battery failure. The aic was plugged in and staff attempted to work on the aic to no avail. This issue was discovered during preparation and no reported patient harm.